Manufacturer narrative:
Upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records that suggests a contributory factor in the complaint. Based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted a cc4204a collamer single piece lens in the patient's eye. After lens insertion, a scratch and crack was noted on the lens. Lens was removed without injury to the patient. Backup lens was implanted. Cause of lens damage is unknown.

Manufacturer narrative:
Ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Event problem codes: (B)(4) evaluation codes: method - (other) - lens work order search results -(other): visual inspection of the returned product found the lens cut in three pieces. Pieces of both haptics and pieces of optic are torn off and missing. A light scratch on the optic. Lens was returned in liquid. A lens work order search was performed and no similar complaint was found. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Lens tears can occur at any stage from manufacture to surgical manipulation. (B)(4).